Manufacturer narrative:
This is one of two complaints concerning the same patient with different adverse events. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient that his last fill of 300ml the cycler alarmed with m31 air detected in cassette. The patient stated he could not complete the treatment. The patient reported that when cancelling the treatment fluid was observed inside the cycler. Advised the patient to inform his pd nurse regarding the cycler replacement. The patient stated he would have manual treatment tonight. Follow up with the patient indicates that there was no complications experienced. No medical intervention was provided. The device was requested for return to the manufacturing plant for investigation.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The alleged sample was received from the patient without the original packaging. A visual inspection was performed to the sample with acceptable results. No issues were found. Functional test was performed to the sample with acceptable results. Device was scrapped. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."